Event description:
It was reported to philips that the battery malfunctioned, no charge. The battery was sent back to philips for replacement. The battery needs to be replaced. Failure analysis: the battery was returned for failure analyses. The battery was received without any charge. It was able to charge calibrate, and seemed to operate normally. The battery mode cf flag was set when the battery was received with indication that the battery needed to be calibrated. The battery calibration was successfully performed and resulted in a battery capacity of 91%. There is no fault found with this battery. The battery only needed calibration and did not malfunction. The customer was sent a new battery replacement for customer satisfaction. O further action at this time.

Event description:
It was reported to philips that the device's battery malfunctioned. There was no patient involvement.